Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced that a whole 200ml bag of vancomyacin during therapy (programmed amount and delivery rate unknown) was still hanging as pump beeped infusion complete. The device was then programmed in 100 more. Customer inspected tubing and saw nothing wrong and started the device again. Seemed to be then infusing normal. Programmed in the other 100ml and infusion ran. There was no known patient injury or medical intervention associated with this event. No additional information is available.